Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.